Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula crimped event on (B)(6) 2024 and (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.